Event description:
A pt presented with a surgical site wound dehiscence 5 days following podiatric procedure. A superficial infection was observed at that time. Surgical site was cultured. Pt subsequently developed osteomyelitis requiring intravenous antibiotics and skin graft. Current status of pt is reported as resolved.